Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and did not find any abnormalities. The field service engineer replaced the sample probe and the liquid level detection board. The customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas c 503 analytical unit. Prior to patient testing, the customer confirmed the qc was within acceptable ranges. The patient's initial glucose result was reported outside the laboratory. The customer attempted to perform a calibration, but had failing calibration results for "numerous assays." The customer performed system maintenance and attempted to recalibrate again. The customer reported failing calibration results "on all attempts." The customer performed repeat testing with the patient's sample on a different c 503. The patient's initial glucose result was 11 mg/dl. The patient's repeat glucose result was 124 mg/dl. The customer determined the repeat glucose result was correct. The glucose reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's system alarm trace, calibration and qc results were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.